Event description:
The customer complained of issues with two of their coaguchek xs meters that may impact the interpretation of their results. This medwatch will cover the meter with serial number (B)(4). For information on the meter with serial number (B)(4) please refer to the medwatch with patient identifier (B)(6). The meter initially had no power. The customer replaced the batteries and performed a display check. Missing segments were noted during the display check which could affect the interpretation of results. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was returned for further investigation. The investigation is currently ongoing.

Manufacturer narrative:
The customer returned the meter for investigation. The display shows no error and no missing or faded segments.the circuit board shows no contamination. The investigation did not identify a product problem. The cause of the event could not be determined.